Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a surging and fading sensation. It was noted that the pt had lost a lot of weight and that the leads were starting to "surface." When the pt touched this area the surging sensation would occur. Impedance measurements were normal except for electrode #0 which was >4000 ohms. Palpation did not cause stimulation changes. Add'l info was requested.